Event description:
It was reported that during the follow-up that occurred on (B)(6) 2018, it was noticed that since (B)(6) 2018, many noisy episodes were recorded suspecting a ventricular lead issue. However, regular electrical performances were observed on the ventricular channel (continuity, impedance, sensing and threshold values). Preliminary analysis confirmed the reported ventricular noise oversensing most probably due to 50-60hz electromagnetic interferences and/or myopotentials sensing. Based on available data, no issue is suspected on the defibrillator and its associated ventricular lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that during the follow-up that occurred on (B)(6) 2018, it was noticed that since (B)(6) 2018, many noisy episodes were recorded suspecting a ventricular lead issue. However, regular electrical performances were observed on the ventricular channel (continuity, impedance, sensing and threshold values). Preliminary analysis confirmed the reported ventricular noise oversensing most probably due to 50-60hz electromagnetic interferences and/or myopotentials sensing. Based on available data, no issue is suspected on the defibrillator and its associated ventricular lead.